Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high" on the continuous glucose monitor, and diabetic ketoacidosis. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as pump was not available for troubleshooting, nor able to be uploaded for pump data review. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline fluids. At the time of the report, customer was still hospitalized, however, indicated that the issue was resolved and no permanent damage was sustained. Reportedly, the customer reverted to manual injections for insulin therapy.